Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high thresholds. Intervention was attempted; however, the physician determined that another lead could not be implanted due to the patient's occluded vein. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193-88, implantable pacing lead, implanted: (B)(6) 2006; a 4076-52, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).